Event description:
The product was used to close a forehead laceration on reporter pt. Two days post op a "bubble" developed under the adhesive and there was signs of pus and redness. The pt was seen by a pediatrician and given an antibiotic. The reporter states the wound appears to "look better" but pt can see "fresh blood" under the adhesive. The reporter states that a large amount of the adhesive was applied to the laceration. Cultures were not taken. The product was not returned. The pt has not known sensitivites to glues or cyanoacrylates. Pt was scheduled for follow-up in 01/05, the current condition of the pt is unk.